Manufacturer narrative:
Occupation is patient/consumer the meter and test strips were requested for investigation. The meter was provided for investigation where it was tested using retention strips and lin 3 controls. Testing results (qc range = 4.1 - 6.8 inr): (B)(6). The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The alleged results were observed in the meter¿s patient result memory. The patient received an error 8 prior to blood application. The investigation reviewed the error code produced by the meter. The error code received was an alarm that the target temperature was not reached by the meter's heater. The most common cause of this error code is low power levels in the meter batteries. For error 8, product labeling states: "error: internal error, an error occurred during the internal diagnostic test." Solution: turn the meter off and remove the batteries. Wait at least 1 minute before re-inserting the batteries into the battery compartment. Re-set the date and time as described in the meter setup section of this manual. Caution: the date and time must be set correctly. Repeat the test. If you see the same error message again, the meter has a defect. Call the roche customer support center at (B)(4)." In the instructions for changing the batteries and setting the date and time the meter manual also states: "ensure with the next test result that the measuring unit is displayed as inr." For the results in seconds: the strip lot the customer was using, included the updated labeling and states: caution: the coaguchek xs meter is pre-set to display results in the international normalized ratio (inr). The meter is also capable of displaying results in seconds (displayed on meter as sec) and % quick (displayed on meter as %q) (a measuring unit used mainly by healthcare professionals in europe). When testing for inr, you must confirm that the measured result is displayed in inr prior to using the result and whenever the date and time settings are modified. To reset the measuring unit to inr, follow the instructions in the testing a blood sample section of the coaguchek xs system user manual for self-testing, version 8.0 and higher or call the roche diagnostics technical service center at (B)(4) for assistance, if the result is displayed in %q or sec.

Event description:
We received an allegation that a patient was reportedly treated with vitamin k based on results in seconds unit of measure on coaguchek xs meter serial number (B)(4). The patient was instructed to replace the batteries on the meter on (B)(6) 2022 to resolve an error 8. The meter entered "set" mode and the patient adjusted the settings on her own. The patient tested on the meter and reportedly obtained a result of 14.8 sec. The patient was not aware the result was in seconds unit of measure and contacted her physician as she believed her inr to be extremely high. The patient was reportedly advised to go to the doctor's office where she already had a scheduled appointment for an alleged ongoing chronic pain issue. The patient reportedly went to the doctor's office at approximately 3:00 p.m. And blood was drawn for a laboratory test. "Right after" the draw was completed the patient tested on her meter and the result was 14.8 sec. Allegedly, the staff at the doctor's office also interpreted the result as if it were an inr result. The patient was reportedly prescribed 1 vitamin k pill based on the meter result prior to the lab result becoming available. The patient reportedly picked up the vitamin k at the pharmacy after the doctor's appointment and took the vitamin k pill. The result from the laboratory from an unknown method was provided later that day and was reportedly 1.3 inr. The patient was reportedly instructed by her doctor to take 15 mg of warfarin to counteract the vitamin k. The patient's therapeutic range is allegedly 2.0 - 3.0 inr with a testing frequency of daily if "out of range." The patient was reportedly in stable condition and doing well at the time of the call. The meter was correctly set to inr by the call center agent. The date was also corrected from (B)(6) 2015 to (B)(6) 2022. After correcting the unit of measure and the date the results of 14.8 sec from (B)(6) 2022 were 1.2 inr at 1:04 p.m. And 1.2 inr at 1:35 p.m. On (B)(6) 2022 a follow-up call was made to the patient. The patient's inr was reportedly back within range: on (B)(6) 2022 at 4:03 p.m. The meter result was reportedly 1.7 inr. On (B)(6) 2022 at 10:28 a.m. The meter result was reportedly 2.8 inr. The patient was not harmed by taking the vitamin k pill and was reportedly "stable and well".

Manufacturer narrative:
The component code was updated.